Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that noise with high amplitude was present on the atrial lead. Isometric testing revealed noise with lower amplitude. No intervention was planned. The patient suffered no consequences and was to continue being monitored.